Manufacturer narrative:
Product ID: 387460, lot# va04522, implanted: (B)(6) 2013, product type: screening device. Product ID: 387460, lot# va04522, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had trial leads and they "had" to come out. The leads were not coming out easily during the lead pull and there was some resistance. The second lead felt "stuck," and the health care provider (hcp) had to try pulling it a few times. Eventually the electrodes were seen coming out, but the last two electrodes, the first two at the tip of the lead, did not come out. The wire was exposed. The patient was fine and nothing had to be done. Five days later it was reported that there was no injury to the patient and he recovered without sequela. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.